Event description:
An endurant ii stent graft system was inserted; not implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The size and location of the aneurysm at implant were reported to be 7 cm infra renal. It was reported that during the index procedure the left external iliac was perforated by another manufacturer¿s 16 fr sheath. The physician stated that the only difficulties were noted when the nose cone would not pass a nitinol stent in the left common iliac. There were no kinks noted on the delivery system. The delivery system was removed and replaced by product from a different manufacturer. The patient suffered a retroperitoneal hematoma. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results: positioning difficulties, retroperitoneal hematoma, vessel perforation. Another manufacturer¿s sheath. Interaction with other mfg's previously implanted stent. Conclusion: positioning difficulties, retroperitoneal hematoma, vessel perforation. Another manufacturer¿s sheath. Interaction with other mfg's previously implanted stent.